Manufacturer narrative:
It was reported that a male patient underwent cardiac ablation procedure with thermocool® smart touch¿ electrophysiology catheter and suffered pericardial effusion requiring no intervention. During ablation phase, during use of biosense webster product, the physician noticed the presence of pericardial effusion and decided to interrupt the procedure. No intervention was required. The patient had fully recovered. In the opinion of the physician the cause of the event was procedure. Although there is no indication that the patient became hemodynamically unstable nor that intervention was required, since the patient¿s condition required to abort the procedure this event will be coded as cardiac tamponade. On(B)(6)2020 , biosense webster inc. Received additional information about the event. It was reported (B)(6) . Field b3 has been populated. Force visualization features graph, dashboard, vector were used. The visitag stability parameters used were 4. 3 mm range with 3 second time. Additional filters used with visitag were force over time 3g min (B)(4) of the time. Color options used were time. Device investigation details: on 7/24/2020, additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30307594m number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-000710207.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Event month and event day were not provided; only event year of 2020 was provided. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure with thermocool® smart touch¿ electrophysiology catheter and suffered pericardial effusion requiring no intervention. During ablation phase, during use of biosense webster product, the physician noticed the presence of pericardial effusion and decided to interrupt the procedure. No intervention was required. No spike in temperature or force values have been detected during the ablation phase. It is unknown whether the patient¿s condition required extended hospitalization. The patient had fully recovered. In the opinion of the physician the cause of the event was procedure. Although there is no indication that the patient became hemodynamically unstable nor that intervention was required, since the patient¿s condition required to abort the procedure this event will be coded as cardiac tamponade.